Event description:
Philips received a complaint on the v60 ventilator indicating that a patient passed while on unit. It was reported that the device was disconnected from the patient and the patient passed 5:20 am. The customer stated that it was reported that the tube set was removed from mask, but the device did not alarm. The customer is requesting an on-site service to have the device evaluated. Based upon the information provided and currently available, the device cause and/or contribution to the reported event of death while on the device cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering will be performed to disposition device cause and/or contribution to the patient death.

Manufacturer narrative:
The customer alleged that the tube was removed from the patient mask and the v60 did not alarm as expected. The customer requested an onsite inspection of the device. On 04aug2025, a good faith effort (gfe) response was received from the market cardiopulmonary manager at the customer site. The customer stated that the patient was alert and oriented within 30-45 minutes prior to the "code blue" being called. The patient was not on central monitoring, but they were on a bedside oximeter with alerts and alarms set. The patient pre-existing conditions included encephalopathy nos (not otherwise specified) and acute and chronic respiratory failure with hypoxia and chronic obstructive pulmonary disease (copd). The hospital staff reported that the device had been functioning properly, as the disconnect alarm had alarmed multiple times throughout the night. A field service engineer (fse) went to the customer site on (B)(6) 2025 to evaluate the device. The fse booted the ventilator in normal mode, and during the boot up the fse did hear audible alarm tones from the device. The fse recorded the booth sequence and noted that no errors were produced or observed. The device diagnostic report (drpt) was downloaded to be reviewed for errors, diagnostic codes, check vent, and vent-inop alarms. The fse stated that they did not find any codes or errors indicating a failure of the device. The fse noted that the device began providing service at about 10:34pm on (B)(6) 2025 and ran continuously until the morning of (B)(6) 2025 with multiple patient disconnect alarms being logged throughout the evening and early morning. At approximately 5:58am, the event log showed that the ventilator volume was reduced from a level of 5 to a level of 1, with 1 being the lowest volume setting possible. The fse verified that the alarm volume was still at level 1 during their evaluation of the device on 04aug2025. The fse continued to test the unit, with the device passing a complete performance verification test (pvt). The fse stated that they focused on the alarm tests, and the unit passed every time. All settings and other investigation procedures were stated to have been documented by the fse. The system met specifications and was returned to the customer ready for use. No issue was observed or communicated by the fse.